Event description:
This 50-yr-old female underwent bilateral augmentation mammoploasty in 1977 with implantation of silicone gel implants. The procedure was done at another facility, thus the MFR is unknown to the reporting facility. The pt developed symptoms of memory loss and numbness in both hands and arms and chose to have the implants removed in hopes the symptoms would resolve. Gross exam of implants: right intact, left ruptured. Micro exam of capsules: both show foreign body inflammation with dense fibrosis.